Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is compact plus system 1, medwatch with identifier (B)(6) is compact plus system 2.

Event description:
Caller reported blood glucose results lo, which on the system indicates a result of less than 0.6 mmol/l, on compact plus system 1, 6.0 to 6.9 mmol/l on compact plus system 2 within 10 minutes. Customer does not know which meter gave which reading. Customer was using same lot of strips in both meters. No adverse event was reported. A request was made for the return of the meter and strips.